Manufacturer narrative:
Complaint (B)(4) . An exact date of the event could not be obtained from the customer. Samples and pictures were received. The evaluation of received and retained samples as well as investigation of the cause is still in process. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states they are getting multiple clotted pink top tubes from multiple floors. After centrifugation, the sample was like jello, both the plasma and red cells were clotted. To get into the tube to try to see what had happened required significant force to break through the plasma jello layer. They get two tubes drawn on one patient and one is fine and the other is jello. The customer states the clot occurs when there is no anticoagulant sprayed on the tube walls. The customer reports to have had > 20 occurences.

Manufacturer narrative:
Received 456279/b21033da: 49 loose tubes; 19 loose tubes; 55 rk and 580 loose tubes for evaluation. The reported event of clotting tubes was duplicated. This was caused by no or inconsistent amounts of edta sprayed in the tubes. Based on the initial investigation, the edta additive canister not being refilled due to a sensor malfunction could be the potential root cause that inconsistent amounts of additive were sprayed in the tubes. Corrected data: received samples; investigation findings and investigation conclusion; recall: recall number.